Manufacturer narrative:
The reported event of ¿insulation break¿ was confirmed. A complete lead was returned in one piece. Visual inspection found cut to the connector boot and outer insulation damage consistent with procedural damage. The cause of the reported event was due to procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was discovered that the right atrial lead exhibited an insulation break. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information noted that the serial number for the lead being reported is (B)(6).